Event description:
A malfunction alarm with code malf 12 occurred. The impact on the customer's blood glucose level was not clearly reported, as the customer declined to provide specific information. Technical support assisted the customer in resetting the pump, but the malfunction code reappeared. As a result, a replacement pump was arranged to be sent to the customer, who planned to use multiple daily injections as a backup method for insulin delivery.